Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21069. It was reported the pt does not feel any stimulation when the bottom three electrodes are used. Diagnostics revealed low impedances on the electrodes. It was confirmed that increasing the stimulation amplitude did not resolve the issue. It was also reported the pt has never experienced pain relief in his feet. Additionally, the pt is receiving legs, hip and buttocks stimulation, however, the pt reported his pain is worsening. There is no additional information at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.